Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh were implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4).a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence, vaginal prolapse, cystocele and rectocele and mesh was implanted. It was reported that the patient had a concurrent procedure of a cystoscopy, anterior colporrhaphy, paravaginal repair, iliococcygeal vault suspension with mesh augmentation, secure sling performed during mesh implantation.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.